Event description:
It was reported that patient underwent reverse shoulder arthroplasty on (B)(6) 2012. During the final trial reduction phase, the post fractured off the trial bearing, and had to be removed from the patient. The procedure was completed with no significant delay to the procedure, and no foreign bodies were retained by the patient.

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification and evidence suggest the fracture of the device was caused by bending overload. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under precautions: "intraoperative fracture or breaking of instruments has been reported. Surgical instruments are subject to wear with normal usage. Instruments that have experienced extensive use or excessive force are susceptible to fracture." This report is number 1 of 1 mdrs filed for this event (reference 1825034-2012-01891).